Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a rod which migrated approximately 5 months after being installed. The full construct was removed and replaced with an alternative construct. The surgeon could not find a reason for the rod migration.

Manufacturer narrative:
UDI: ni. The rod was not returned for evaluation. Since the part and lot numbers are unknown, the DHR cannot be reviewed and the cause cannot be determined. A labeling review was conducted for the rod and sufficiently describes that the reported event is a known risk of procedure.

Event description:
It was reported that a revision surgery was performed to address a rod which migrated approximately 5 months after being installed. The full construct was removed and replaced with an alternative construct. The surgeon could not find a reason for the rod migration.